Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, it was noted that the mega suture cut needle driver instrument had a pulley cable missing from the working end of the instrument, preventing the instrument from having a full range of movement. There was no report that any fragments from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported issue.